Event description:
Stent was deployed partially in guide catheter. Md removed entire system including guidewire and guiding catheter. However, stent snag on sheath and came off of wire. "Stent is located 2cm to 3cm below rt femoral head in a small branch that comes off profunda femoris, with normal flow through and beyond the stent". Surgeon made the decision upon finding that stent was stable, that would do more harm to patient to try and retrieve, so left in place.